Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported issue of leak could not be confirmed via return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In the absence of a confirmed failure mode, a conclusive cause could not be determined. In the absence of a confirmed failure mode a conclusive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during preparation of the sgc, a leak was noted. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4+. During preparation of the steerable guiding catheter (sgc), after de-airing and testing for air leaks, a leak was noted as loss of fluid column. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.